Event description:
It was reported that cadd ms3 infusion cartridge - when the customer returned to the hospital, the cadd pump was alarming and not infusing. The cadd cassette's connection was not sitting flush with the pump. There were no kinks noted on the line and the PICC line was flushing without any issues. The batteries of the pump were also replaced as a trouble shoot action. The remaining of the cadd (around 65ml) was manually extracted and infused. The patient's treatment was not affected. No patient injury was reported.